Manufacturer narrative:
E1: facility name "(B)(6)." Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient was up at 1:30 am due to the pump beeping "latch the cassette." Patient shut off the pump, cassette in place. The device under-delivered, the programmed rate was 3 ml/hr, volume remaining was 105 ml, volume given was 33 ml. No patient harm/adverse event reported.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned. D3. Manufacturing plant address, city, zip code: corrected.

Manufacturer narrative:
D3 address: corrected. D9: 29-jan-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history showed alarm, "cannot start pump." Functional testing was performed and confirmed the customer reported issue. The latch/lock flex sensor was replaced in order to address this issue.